Event description:
The following description of the event was documented by a carefusion tech support specialist in response to an email from the carefusion product mgr for the infant flow system. "(B)(6) two pts using the infant flow lp generator (B)(4) one pt had injury to nasal bridge from the mask ((B)(4) infant flow lp small). The other pt had injury to the septum from the nasal prongs (size not known). A site visit, conference call and additional training were provided as sales mgr and [name removed] felt injuries could be related to improper application technique."

Manufacturer narrative:
Event occurred at: (B)(6). The foreign user facility did not submit a user facility report to the MFR. (B)(4). Carefusion did not request the return of the used patient circuit, generator, nasal masks and nasal prongs for eval. Based on the info provided by the carefusion area sales mgr in (B)(4) and the carefusion product mgr for the infant flow system, carefusion determined that the user facility's lack of experience with the new carefusion infant flow ncpap system (generator, mask, prongs, bonnet, and headgear) was the most likely underlying cause of the reported event. Carefusion has provided the user facility additional training on the proper application techniques.